Event description:
During a procedure the ep-4 stimulator displayed the error message "internal ep-4 reset has occurred 2,0,0,0,0" and " and "internal ep-4 reset has occurred 3,0,0,0,0" and would not communicate with the touchscreen computer. All cabling was checked but the issue remained. The patient was already prepped for the procedure when the case was cancelled. There were no adverse consequences to the patient.

Event description:
During a procedure the ep-4 stimulator displayed the error message "internal ep-4 reset has occurred 2,0,0,0,0" and " and "internal ep-4 reset has occurred 3,0,0,0,0" and would not communicate with the touchscreen computer. All cabling was checked but the issue remained. The patient was already prepped for the procedure when the case was cancelled. There were no adverse consequences to the patient. Further troubleshooting determined the issue was due to the usb to serial converter

Manufacturer narrative:
One ep-workmate¿ usb to serial converter was received into the lab for analysis. Visual inspection of the returned product confirmed applied labels to be legible correctly orientated. All input and output connectors were free of physical damage and usb cabling was free of cuts and abrasions. It was also verified that communication ports did not exhibit a noticeable delay or unexpected errors during the touch screen serial port communication test. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as the returned product operated as intended during the evaluation period.